Event description:
Gel breast implant placed by another surgeon for breast augmentation in 1982. Mammogram revealed ruptured implant. Surgical exploration revealed intracapsular gel. No spread beyond capsule. Pt is asymptomatic. (Same pt referred to in 1001797.)